Event description:
New information indicated the lead continued to exhibit noise with inappropriate auto mode switch episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the atrial lead exhibited multiple episodes of noise. No further action was taken and the lead remained implanted. The patient would be monitored.